Event description:
It was reported that during a ptca treatment procedure, while attempting pre-dilatation, the doctor noticed that the contrast media left the balloon and passed into the artery. The balloon ruptured at 6 atm. No pt injuries or complications were reported.